Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate atrial pacing due to inappropriate at/af detection. Nurse believed there is retrograde; however, in multiple at/af detections, the supposed retrograde does not occur after every vp event. Programming changes were made and the issue was resolved. Patient was fine.